Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history record for the sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 6th april 2011. Devices returned for the reported fault of switching on automatically usually display symptoms including an excess current drain, and multiple manual power ons mainly of ten-minute duration recorded in the history log. The current drain was measured within specification throughout the investigation. There were however two manual power ons of ten-minute duration recorded on the 26th april 2014 and on the 9th may 2014. These manual power ons may indicate the user was power cycling the device or the beginnings of a fault. The device performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. Additional stress testing was carried out at 50°c 95%rh for 5 days while performing a self-test every 20 minutes this combined testing equates to approximately 9.5 years of normal use without fault. Furthermore, throughout the history log the device records multiple occasions in which the temperature is recorded outside the recommended operating range of 0-50°c with a low of -14.4°c recorded. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switching on automatically. No patient involved.